Event description:
It was reported that the pump's usb port was less responsive when plugging in the usb cable. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.